Event description:
It was reported that during an laparoscopic supracervical hysterectomy procedure the surgeon was using a etrio and an ace36e device. The etrio kept giving an error message "reposition on tissue" and the surgeon became frustrated and discarded the device. The harmonic was hitting metal and the active blade broke and fell into the patient. The blade was removed through the trocar. No solid tone or error was noticed. They then used a new etrio and harmonic device to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When tested with gen11 an instrument error detected was given. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. The batch history records were reviewed with no anomalies noted during the manufacturing process.